Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication quantities displayed on the server did not match the quantities shown on the station. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication quantities on the server and the station were not matching. A technical support specialist (tss) addressed an issue after noticing that the device was experiencing a retry error. The tss referred to the relevant knowledge article "retry - insert into purge. Purge statistics", sent an email to obtain device access for further troubleshooting, remotely connected to the station, followed the documented resolution steps, and reviewed the server synchronization information. After completing these actions, the retry error was cleared and the issue was resolved successfully. The system functioned as intended after the technical support specialist troubleshot the issue.